Event description:
It was reported that the charging pad would not power on or indicate charging, with no green light or flashing even when tried in multiple outlets, and replacement supplies were shipped. Symptoms included no clinical effects reported. Outcomes included no impact to the user¿s health and no alerts or alarms from the system. Investigation included documentation review and troubleshooting guidance at the user level. Investigation of this case revealed a nonfunctional charger consistent with a power supply failure of the charging pad. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the external charger.